Manufacturer narrative:
Received 1 used small universal pad only. The reported issue was unconfirmed, as the product met specifications. Per visual evaluation the pad was inspected and found to have the trim pattern correctly performed, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and the manifold connector. The foam was found free of damage, tears or perforations, the seal between manifold connector and pad was found completely sealed, the energy connector was found free of damages. There was evidence of the sealing presence on the pads. No manufacturing related issues were noted during the visual evaluation of the pad returned. The flow rate was found to be acceptable on the returned pad. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a fullpad kit.¿ (B)(4).

Event description:
It was reported that the flow rate volume was low. The field service technician examined the pad and found a stress scar, which may have contributed to the decreased flow volume.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the flow rate volume was low. The field service technician examined the pad and found a stress scar, which may have contributed to the decreased flow volume.